Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) was damaged after use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) was damaged after use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon inspection of the sample, damage was observed to the tip of the safety sleeve and the cannula was exposed. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be evaluated. The needle exposure resulted from the safety sleeve breakage. Safety sleeve breakage occurs when the injector is not properly engaged/disengaged. It is important to hold onto the white component of the injector when engaging and/or disengaging the injector; and not touch the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated and the needle is exposed. When removing the injector, it must be pulled straight back to avoid damage to the grips. If the injector has been forced while engaging, the grips may also become damaged. The observed damage was determined to have occurred during product use.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) was damaged after use. No serious injury or medical intervention was reported.